Event description:
A customer complaint was originally received on november 18, 2024, and involved a single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port. The reported complaint of 'unspecified issues with the product' occurred on an unspecified date. No further details were reported in the complaint record. There was no report of any human harm. This complaint became reportable as a result of complaint investigation findings.

Manufacturer narrative:
During the complaint investigation, material separation was confirmed on the customer-provided used partial monitoring kit. During visual inspection, the 60" pressure tubing was received separated from the female luer connected to the safeset reservoir. The end of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the ultraviolet adhesive on the tubing not being fully cured during the manufacturing process. A device history record review could not be conducted because no lot number was identified.